Event description:
Reporting status: serious injury/surgical intervention/permanent damage reporting rationale: guide wire separation requiring coronary artery bypass graft - CABG- and CABG is considered to be permanent damage. Device issue: guide wire shaft separation. It was reported that during treatment of the obtuse margin of the bmw universal guide wire was advanced. Then, pre-dilation was done and a stent was deployed, and followed by post dilation of the stent, the balloon catheter was removed without issue. However, during an attempt to remove the guide wire, there was resistance possibly with deployed stent struts and the guide wire separated. The distal portion of the guide wire remained in the distal portion of the om vessel. The pt was taken to surgery, and guide wire and stent were both removed, and the vessel was bypassed. Reportedly, the pt is doing fine. No additional event or pt info is available. Dose or amount: na, frequency: na. Diagnosis or reason for use: na.